Event description:
Provider alleges consumer was going into a building and when he went over the threshold the wheel allegedly turned sideways and allegedly threw the consumer out of the chair.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.